Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured november 9, 2014 ¿ november 10, 2014. The device was returned for evaluation with a non-baxter syringe. Visual inspection revealed a broken syringe tip stuck inside of the infusor¿s fill-port. A functional test was performed and a syringe was inserted into the fill-port. The syringe was turned to remove it from the fill-port. After insertion and removal the syringe did not break. The reported condition was not verified; the device was within specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a syringe broke while filling a large volume infusor, and the tip of the syringe stuck in the filling port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.